Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 220mg/dl. The customer was instructed to clear the vents to clear the alarm. Multiple follow-up attempts were made to continue troubleshooting with the customer, however, the customer did not respond to follow-up attempts.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.